Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was instructed to call back if any further issues arose.